Manufacturer narrative:
The event date (B)(6) 2017 is an estimated date, the reporter was unable to specify the exact date of the event. The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed

Event description:
A medwatch report # (B)(4) was received by the manufacturer on 27 nov 2017 via postal mail. The report states that a solex catheter (lot 64989) was inserted in the patient and at an unspecified time during ivtm treatment, the user reportedly observed blood in the catheter tubing. This is indicative of a catheter leak. The catheter was subsequently removed from the patient. No known impact or patient consequence was reported. No further information was provided.